Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor delivered a monophasic pulse during testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (monophasic pulse) is under investigation. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.